Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8781, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (1500.0 mcg/ml at 497.5 mcg/day), clonidine (500.0 mcg/ml at 165.83 mcg/day), and bupivacaine (18.0 mg/ml at 5.970 mg/day) via an implantable pump. The pump's indications for use (IFU) were listed as intractable spasticity and complex regional pain syndrome type 1. It was noted during a scheduled pump refill appointment that the pump had inverted (flipped); the pump inversion was confirmed through examination on (B)(6) 2015. No patient symptoms were reported. The pump was revised and the event resolved without sequelae on (B)(6) 2015. A follow-up report will be sent if additional information is received.